Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4068, implantable pacing lead, (B)(6) 1997; 0181, competitor implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the chronically implanted system was removed due to infection. It was also reported that the device was at elective replacement indicator (eri) and the left ventricular (lv) lead had high threshold and intermittent loss of capture (loc.) The system was replaced. It was further reported that during attempted implant of the left ventricular (lv) lead, high threshold was noted. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.